Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. A review of the data confirmed the reported reactive hcv result with a cycle threshold (CT) value of 48.3. The target growth curve exhibited minimal, late amplification, and the internal control growth curve was sigmoidal with some suppression. Positive and negative control growth curves were robust and sigmoidal, indicating proper assay functionality. The most probable cause of the unexpected reactive result was identified as non-specific amplification, potentially due to environmental particulate contamination. No issues were identified in the product release, stability review, or internal non-conformance review. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis c virus (hcv) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. On (B)(6) 2020, a sample tested reactive for hcv with a cycle threshold (CT) value of 48.3. Serology testing for the same sample was non-reactive. The organ donation associated with this sample was deferred due to the reactive hcv result.